Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive. And customer has to press the button multiple times for the pump to respond. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 175 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy, and if needed, has manual injections available as alternate insulin therapy.